Event description:
It was reported that the patient underwent a revision procedure wherein leads were added and implantable pulse generator (ipg) was replaced to cover more pain areas. No device malfunction was suspected. The patient was doing well postoperatively and the explanted ipg will not be returned per hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.